Event description:
Patient undergoing a cervical laminectomy c3-c7. At the end of the case, he was attempted to place a surgical drain. When making a stab wound, he encountered a dull tip to the closed wound suction instruments. A scalpel was needed to pierce the skin and place the drain.

Event description:
Patient undergoing a cervical lamenctomy c3-c7. At the end of the case, he was attempted to place a surgical drain. When making a stab wound, he encountered a dull tip to the closed wound suction instruments. A scalpel was needed to pierce the skin and place the drain.